Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 8 days after the dental implant was placed, the implant had not achieved osseointegration. Clinician noted difficulty inserting the implant with the pre-mounted transfer piece. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 8 days after the dental implant was placed, the implant had not achieved osseointegration. Clinician noted difficulty inserting the implant with the pre-mounted transfer piece. The product will be forwarded to the manufacturer for investigation. There were no reported complications.